Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with an unresponsive keypad on the down button. Unable to perform the self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found flattened keypad dome (no crease). The sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked keypad overlay. Alleged cosmetic damage located at the front of the pump(cracked) was confirmed on the keypad traces (cracked). Keypad unresponsive was confirmed during analysis and was due to a flattened keypad dome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump front area. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. The customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device returned.